Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a percutaneous coronary intervention, arteriotomy closure of a heavily calcified common femoral artery was attempted using a perclose proglide device. Reportedly, during device insertion difficulty was encountered advancing the device in the vessel. When the device was removed a kink was observed at the distal guide to sheath transition. Although the knot was fully advanced to the vessel, bleeding continued. Manual arterial compression and a mechanical vascular closure device were applied for two hours to achieve hemostasis. The physician believed that the difficulty encountered advancing the device and continued bleeding were related to the heavy calcification of the vessel, but believed that the benefit of using the proglide device out-weighted the risks. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The common femoral artery was reportedly heavily calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established in patients with femoral artery calcium, which is fluoroscopically visible at the access site.